Event description:
The customer's handpiece was not operational, the sales representative lended the user his pool unit for use until their device was repaired. During a surgical procedure, while using the loaner device, the handpiece shorted out and the surgeon was shocked. The handpiece was not in contact with the patient at the time of the short and the surgeon did not sustain any injuries from the shock. The use of the handpiece was discontinued. The surgery was completed with the use of suction and scalpel. The surgeon was not able to remove the tumor due to organization and location of the tumor.

Manufacturer narrative:
The reported information was verified. The returned unit was confirmed to have shorted out and would not vibrate due to a faulty handle assembly. The handle assembly was replaced and the unit passed all tests performed prior to being released.